Event description:
A 10 cm of the distal trailblazer catheter tip broke off. The trailblazer piece is at the iliac bi-furcation still in the patient. The physician attempted to retrieve the catheter tip with a snare but was unsuccessful. The physician stated that the patient has to have fem-pop bypass and he will remove the piece of the piece of the trailblazer then.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.